Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial colectomy surgical procedure, the scrub nurse and surgeon noticed on the vision side cart (vsc) screen that the fenestrated bipolar forceps (fbf) had a broken steel cable. The surgeon chose to continue with the same forceps as it was still performing the necessary movements, but when performing the cauterization function the instrument did not work, making it necessary to exchange the instrument for another of the same model. All cleaning reprocessing was carried out and separated for return. The procedure was completed with a backup fbf with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the customer confirmed the damage was to the fbf. There was no injury to the patient. The instrument is available for return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis as of the date of this report. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.